Manufacturer narrative:
The explanted device was not returned to bsn, as it was kept by facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that following a hip surgery, the patients ipg became non-functional and the patient also had difficulty charging the ipg. It was noted that radio frequency was used during the previous hip surgery that caused the shortage on the ipg. The patient underwent an ipg replacement procedure.